Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have a display issue with the printed circuit board a, pumphead display 230v,50hz. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty 230v,50hz pump head display printed circuit board assembly (pcba). To correct the condition, the 230v,50hz pump head display pcba was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.